Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issuing medication could not exceed one. A technical support specialist guided the customer and changed the total pharmacy field to zero, which allowed three tablets to be issued. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the total quantity allowed for a medicine did not exceed the permitted limit. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.